Event description:
Note: date of event is not known. A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure, two years prior in 2008, (exact dates unk), the pt had undergone two hta procedures. According to the complainant, the pt went to the emergency room complaining cramping and nausea. An ultrasound was then performed and revealed a hemometra in the uterine cavity. Shortly thereafter, the pt underwent a hysterectomy. Although an attempt was made to obtain additional follow up, there is no further info regarding this event. The pt's present condition is reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.